Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold and low sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, low sensing, and high capture threshold. A complete lead was returned in two portions for analysis. As received, the helix was retracted and could not be extended due to blood/tissue in the helix housing and on the inner coil. The distal portion of the lead was cut and cleaned. By applying direct torque to the coil, the helix could be extended and retracted. The fully extended helix was measured within specification. The reported events of low sensing and high capture threshold were not confirmed. Electrical testing that could be applied on the returned portions did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.